Manufacturer narrative:
The device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, the agency will be updated accordingly

Event description:
The user facility reported to the (B)(6) authority that a device malfunctioned and lead to patient injury. The patient had prostatic hyperplasia and a portion of the prostate with the hyperplasia needed to be removed by plasmakinetic superpulse generator. In the process of using this instrument to remove the site of prostatic hyperplasia, the doctor found that the electric knife was not cutting sharply. This lead to the postoperative hemostatic effect and the procedure not being favorable. The treatment was not working and the procedure had to be stopped. The equipment had to be reported to the equipment section for repair of the machine. Injury was caused to the patient and was reported as increased bleeding, poor treatment and prolonged hospital stay. This is report is for device 2 of 2 for one event